Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port monopolar cautery instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port monopolar cautery instrument was broken with missing white piece on tube so unable to connect the sheath. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar cautery instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was inspected and found to have no broken or missing pieces at the distal end. The was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no broken or missing pieces. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Additional findings not reported by site: the instrument was found to have a sheath distal coextrusion lodged at the proximal clevis. The lodged distal coextrusion would prevent another sheath to be installed onto the instrument prior to use. The probable root cause is consistent with use conditions.

Event description:
Refer to h11 for follow-up information.